Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. The nominal fit of the implant to the bone preparation is intended to provide an interference fit condition to provide mechanical stability in the absence of bone cement. Depending on patient bone quality and the amount of bone removed, the elasticity of the remaining bone may not allow the implant to seat within normal impact forces in some cases. The trials are undersized to ensure that they can be removed with minimal force to maintain the bone preparation for press fit. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.

Event description:
It is reported that the stem did not seat completely during surgery in 2007. An unsuccessful attempt was made to remove the stem. Upon advancing stem to the proper position, the patient's humerus was observed to have sustained a slight fracture. The humerus was wired to protect it. The patient is doing fine and has no other adverse effect.